Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit had a chipped acoustic lens. Additionally, the device had several other forms was wear and tear noted throughout the device. Those include but are not limited to material deformation causing elongation and adhesive failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera ultrasound gastrovideoscope loaner device due to the unit having suffered surface damage. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit¿s acoustic lens was chipped. This report is being submitted to capture the chipped acoustic lens confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed ultrasonic probe damage/chipping issue could not be determined, however, the issue was likely the result of use stress, user handling/mishandling. In addition, the following non-reportable malfunctions were found during the device evaluation: insufficient curved tube angle at the insertion part, operation unit angular play, operation unit angle up/down side lock does not work, insertion part curved rubber adhesive part floating, insertion part curved rubber adhesive part chipped, crack in insertion part curved rubber adhesive part, peeling paint on the air and water cylinder of the operation section, soft tube crack at insertion site. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.